Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed use residue on the returned sample. The proximal end of the guidewire was observed to be damaged. The guidewire was found to be returned in the hoop backwards. A microscopic observation revealed the proximal tip of the guidewire was bent with the coiled wire slightly kinked. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include manipulation prior to or during attempted use. A lot history review (lhr) of recu0957 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a barb with the guide wire in the kits, resulting in the impossibility of introducer needle withdrawal.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu0957 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a barb with the guide wire in the kits, resulting in the impossibility of introducer needle withdrawal.